Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent emergency endovascular treatment for a type b aortic dissection with true lumen stenosis using gore® tag® conformable thoracic stent graft with active control system. The proximal device was deployed just below the left subclavian artery (zone 3), with its proximal side landing in the false lumen. At the one-month postoperative follow-up around (B)(6) 2025, device migration to the distal side and a proximal type I endoleak were confirmed. In addition, enlargement of the aorta/aneurysm was observed. On (B)(6) 2025, reintervention was performed. Following one debranching bypass surgery, an additional stent graft was implanted proximally from zone 2, successfully resolving the endoleak. Additionally, to address a retrograde leak from a re-entry site in the abdominal region, outside the treatment area of the ctagac device, a candy-plug technique was applied to the false lumen. The patient tolerated the procedure. The physician noted that, considering the acute phase, the device should have been implanted in zone 2 during the initial procedure.